Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated repeated alert code 38 indicating consecutive motor stalls, after which a replacement device was arranged and the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia, with reported values up to 251 mg/dl and a reading of 238 mg/dl at the time of contact, without associated symptoms or need for assistance. Outcomes included out-of-range glucose for approximately three hours, which the user addressed by reverting to alternative insulin therapy, without medical intervention or hospitalization. Investigation included collection of event details, confirmation of device identifiers, shipping a replacement, and arranging return of the original device for assessment. Investigation of this case revealed a malfunction consistent with an insulin delivery motor stall within the pump mechanism, with alerts confirming the condition and no user incapacity reported. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or component failure resulting in stalled insulin delivery.